Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical was able to confirm the cuff migration (2cm), the type 3b endoleak, and in addition, sac growth. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity, procedure related harms and the final patient disposition could not be determined due to a lack of relevant medical records and imaging surrounding the reported event. A review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Event description:
In addition to the type 3b endoleak and migration, clinical also observed sac growth on the patient. There have been no further updates. The patient will be monitored.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a possible el3b. Patient initial implant date (B)(6) 2015. No further information was provided on a re-intervention or patient condition.